Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The visual inspection of the returned product noted the reload is fully fired, and is engaged to the instrument. Device received fully fired and partially retracted, and still loaded on instrument. The firing knobs were retracted by engineering, using greater than normal force. The device was removed from the instrument and disassembled. The knife bar laminates were found to be bent and the adapter was gouged by the bent laminates. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Engineering concludes that damage to the knife laminates can be the cause for the increased firing and retraction forces causing the device to remain locked on tissue. This condition can occur at assembly and will result in the reported condition. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter during a laparoscopic lobectomy/wedge resection, they were unable to fire the staples and the staple line was incomplete proximally and centrally. Another reload was used to fix the staple line. There was potential prefiring during loading. No reinforcement material was used. No patient adverse events were reported. The patient has undergone chemotherapy or radiation treatments. Current patient status is alive with no injury.